Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer states the patient had the dialysis catheter in situ since (B)(6) 2014. On (B)(6) 2015 the patient started dialysis and after a few minutes the dialysis device gave an alarm. After inspection of the catheter, a little pin hole was found in the catheter approximately 2 cm from the insertion spot of the patient. The catheter was removed by the nephrologist and a new one was inserted. There was no consequence to the patient. The current patient status is good. Medical intervention required was replacement of the catheter.

Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.

Manufacturer narrative:
A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. One sample was received for evaluation. A visual inspection was performed and a pin hole was found on the tubing of the catheter, approximately 6 centimeters below the cuff. The device was in use for approximately 7 months. The device was more likely damaged during use. As per the instructions for use, the catheter tubing can tear when subjected to excessive force or rough edges. Inspect the catheter frequently for nicks, scrapes or cuts which could impair its performance. The most probable root cause can be due to excessive force used on the catheter. Manufacturing performs 100% leak testing during production, which would identify this issue in the catheter assembly. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.